Event description:
Caller reports the patient tested 1.9 inr on the coaguchek xs system and 2.8 inr on a comparison lab. Coumadin was left the same based on the lab. No adverse event reported. Requested return of suspect system and replacement sent.